Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while locking screw was being inserted delta extend metaglene, a fragment of the screwdriver tip broke off. The surgeon utilized suction from a frasier tip and irrigation until he was convinced that the fragment had been removed. All pieces were retrieved. Surgical delay of 5 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this reported event was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.